Event description:
Two months after the review of the donor history file, and the subsequent release of the tissue, the tissue center rec'd an amended copy of the original signed and dated pathology report to include tuberculosis. The organ procurement agency responsible for procuring the heart and the hospital distributing the valve were notified of the finding. The valve was returned to the tissue center and destroyed. Corrective action to prevent this type event from reocurring is attached.